Manufacturer narrative:
The initial medwatch report was sent in error it is a duplicate of medwatch report # 0003015876-2020-01360. All investigation has been documented and reported in medwatch report # 0003015876-2020-01360.

Event description:
The customer contacted physio-control to report that their device dropped a stored charge without user input. In this state the device may delay or may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control contacted the customer to request additional event and deice information. No response has been received from the customer. Fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device dropped a stored charge without user input. In this state the device may delay or may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.